Manufacturer narrative:
Results: the catrx had bends approximately 105.0 and 107.0 cm from the hub. The guidewire lumen was undamaged. Conclusions: evaluation of the returned catrx revealed a functional device. During the functional test, the catrx with a demonstration guidewire inside its guidewire lumen was advanced through a demonstration benchmark without an issue. Therefore, the root cause of the reported complaint could not be determined. Further evaluation of the returned catrx revealed bends along the catheter shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx) and a non-penumbra guide catheter. During the procedure, the physician was unable to insert the catrx into the guide catheter and, therefore, it was removed. The procedure was completed using a new catrx and the same guide catheter. There was no report of an adverse effect to the patient.